Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the system due to the recurrent 297 errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a software coding issue.

Event description:
It was reported that during a training/demo of the da vinci system, the customer contacted technical support to report that the system was presenting a fault 297. The customer advised they had already spoken with the field service engineer (fse) regarding the issue and ended the call. There was no report of patient involvement.